Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on the carelink report shows inaccurate data and receives error when attempting to generate carelink report. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-7333.

Manufacturer narrative:
Investigation completed regarding the user's concern about the reported 48 sensor wear duration despite continuous sensor use. This is expected behavior. Not confirmed: testing and/or analysis conclude that the issue observed by user is expected behavior. The root cause of this issue: the user switched from guardian connect to guardian 4 system on august 22, 2025. When a reporting period spans both devices, the system generates the report using data only from the latest device within the selected time range. As a result, all guardian connect data prior to august 22 was excluded, and the report reflects only guardian 4 data, leading to the reduced sensor wear percentage. Steps to resolve or recommendation: the current system is working as designed. If the user would like to see statistics from both devices, please advise them to generate two separate reports: one for the period until august 21 inclusive (guardian connect data). One for the period after august 22 inclusive (guardian 4 data). This approach will ensure no data is excluded and both device histories are represented. The software successfully adhere to specified requirements es11097, version aj: the system shall generate reports based on the latest snapshot within the time range selected for report generation in case selected reporting period contains multiple snapshots from guardian connect and guardian 4 system data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.